Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover and foreign objects in the following components: air/water cylinder, air/water tube, and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of both suggested events cannot be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Regarding the plastic distal end cover being burnt, although olympus could not specify the occurrence, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Instruction manual cf-h190i operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual cf-h190i operation manual chapter 4 operation: 4.3 using endo therapy accessories." Olympus will continue to monitor field performance for this device.